Manufacturer narrative:
A visual inspection found the sidecar sheath was damaged. The sheath was buckled approx 80mm from the distal tip. A functional check of the device found the basket opened and closed when the handle was functioned. A second functional check found the sheath leaked from the buckled location when water was injected through the device. It was also noted that the distal end of the sidecar had moved proximally 5mm due to the sheath damage. Based on the investigation results, the sheath damage allowed fluid to leak from the sheath during injection. No defects with the sheath or device were found that could have caused the observed sheath damage to occur. The sheath of the device likely became damaged during use due to some anatomical or procedural factor encountered during the procedure. The most probable root cause for this complaint is operational context. (B)(4).

Event description:
It was initially reported to boston scientific corp on (B)(6) 2009, that a trapezoid rx lithotripter compatible basket was used during a stone retrieval procedure. According to the complainant, during the procedure the contrast dye was injected from the injection port. However, the catheter leaked near the proximal end of the side car. The device was removed from the pt. Although it is not known if another device was utilized, it was confirmed there were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; sheath damage.